Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with liquid. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been clarified that the liquid marks could be seen inside the ventilator, on monitoring printed circuit board (pcb). There was no patient harm reported. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb was not further investigated since ingress of liquid/corrosive substance on pcbs can cause failure/short circuits which might lead to a ventilator malfunction. It has remained unknown under which circumstances and when liquid entered the unit. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm reported. Manufacturer's ref. #: (B)(4).